Event description:
The hospital reported that the angulations cable broke during a procedure, and it remained in a rigid retroflexed orientation. The hospital reported that no trauma occurred to the patient.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The device was received with the bending section in the up angulated position. The angulation wires was detached due to an extensive fluid invasion and corrosion inside the endoscope, including corrosion on the angulation wires. There was evidence of multiple non-olympus repairs and parts identified in the device, and may have contributed to the user's report. There was no further information obtained from the hospital. This report is being filed as an MDR in an abundance of caution.